Event description:
Reported as "upon iabp startup, immediate high pressure and helium loss 3 alarms, large helium leak alarm". The report further states, "iabp console replaced prior to call, alarms unresolved with troubleshooting. No blood in driveline. Connected via ft offered to attempt leak test, provider opted to skip it and just exchange catheter, md advised to pull balloon and sheath per IFU. Md pulled balloon through sheath anyways and advised that is against IFU. Fos 40cc catheter place, volume adjusted to 35cc, patient is tachycardic and steep angle of insertion present. It was discussed how this can cause high pressure alarms and spoke about what to do if alarms continue. Rn verbalized understanding". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.